Event description:
On (B)(6) 2019, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6)2019 at around 7 am. At this time the patient obtained blood glucose results of ¿200, 220 and 264 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unable/unwilling to provide information on how she usually manages her diabetes, however, she claims that she ate less food in response to the issue. On the same day, after the product issue occurred, the patient started to feel ¿lightheaded, confusion and dizziness¿. The patient denied receiving any treatment in response to the alleged issue. During troubleshooting, the csr noted that the patient used non-lifescan test strips (unistrips) and did not store the test strips correctly. The csr did not replace the products as the patient indicated the products were already replaced by medicare. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking less food based on alleged inaccurate high results obtained with the subject meter.